Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with stained keypad overlay. Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm, replace battery alarm and mentioned that the battery was draining faster and now it lasted only for 5 days. It was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.